Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels. The customer's blood glucose level at the time of incident was 600 mg/dl, but was 144 mg/dl at the time of call. The customer did not report any symptoms related to their high readings. The customer had treated with manual injections. The caller stated the batteries kept draining quickly in the insulin pump and that the history showed the customer had not received insulin for 7 days. The history showed the device alarmed no delivery and alerted low battery, low reservoir multiple times. The caller also reported a button error alarm. Caller stated the device was dropped and the belt-clip broke. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and to return the malfunctioning device back for analysis.